Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as upon receipt the device gave ¿warning, low battery, device service required¿ prompt alongside a flashing red status indicator. This fault was attributed to a failure of mosfet q2, which resulted in the device's inability to deliver a test shock. The device will be scrapped by heartsine and the customer will be provided with a replacement device. The initial reporter¿s phone number is (B)(6).

Event description:
The distributor contacted heartsine to report that their device was displaying a low battery status. Whilst this is initial information did not present a critical malfunction, upon investigation the device was unable to provide a test shock, due to failure of the component mosfet q2. Inability to shock may have prevented defibrillation should the device have had been used in a patient event. There was no patient involvement reported with this event.